Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. Functional testing was able to confirm the reported problem. The dso seal was replaced. The dso and upstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pendant plug has a pin stuck inside; however, the investigation found a delaminated downstream occlusion.